Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. In addition, upon further evaluation, contamination and thermal damage was found on the j1003 connector on the defibrillator board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 204.